Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. It was reported that the pt stated the trial worked good, but the ins had not helped the pt since implant, so pt had not used the ins in over 7 years. Pt said they now needed an MRI, and tried to charge the ins again yesterday to put ins in MRI mode, but was not able to. Pt asked to meet with a rep to "jumpstart" their ins. The patient was redirected to their healthcare provider to further address the issue. Patient services provided nas number for the patient's healthcare provider to call. On (B)(6) 2022, the patient¿s husband called stating they were needing help on the next steps, the device was implanted and the ins was never useful for the leads were placed incorrectly and was providing stimulation in the wrong places. Pt never used the device and since the pt had not used implant the battery had not kept charge (ps understood implant was over discharged). Pt now had issues with a different part of the spine in the neck area and an MRI was required. Caller was requesting assistance on meeting with a medtronic representative so the pt could enter MRI mode. Caller said pt was in pain. Ps reopened case to email local medtronic representatives. The rep replied indicating that they contacted the patient. It was reported that the patient would be seeing their doctor. It was reported that the patient last used their ins in 2015.

Manufacturer narrative:
Concomitant medical products: implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported overdischarge was not resolved. Once the MRI center knew that the device was considered off they determined they could scan the device. Unknown what steps/actions will be taken to resolve the leads being incorrectly placed and providing stimulation in the wrong location patient reported overdischarged issues have been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.